Manufacturer narrative:
The customer observed a potential (B)(6) architect (B)(6) result of 0.04 iu/ml with lot 47008lf00 in comparison to (B)(6) results of 0.05 iu/ml and 0.08 iu/ml obtained respectively when the same sample aliquot was retested with the same reagent lot and when tested with an alternate reagent lot 46128lf00. Additional testing was performed at a reference laboratory including reproducibility and a non-specific binding absorption test using heterophilic antibody blocking reagent. (B)(6) results were obtained with reagent lots 47008lf00 and 46128lf00. However, the sample was not confirmed for (B)(6) when confirmatory testing was performed at a reference lab. The heterophilic antibody blocking reagent suggested a sample non-specific reaction since a significant value decrease was observed when tested with both reagent lots (47008lf00 & 46128lf00). Performance testing was performed using in-house retained kits of architect (B)(6) lot 47008lf00. Clinical sensitivity results for commercially available seroconversion panels were acceptable. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Customer complaint data was reviewed and no non-statistical or adverse trends were identified. The architect (B)(6) reagent package insert was reviewed and was found to adequately address the issue. Per product labeling, specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits which employ mouse monoclonal antibodies. Additional clinical or diagnostic information may be required to determine patient status. If the (B)(6) results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other (B)(6) markers for diagnosis of acute or chronic infection. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that a (B)(6) architect hbsag result was generated. An initial negative result of (B)(6) was generated with lot 47008lf00. The sample was tested with lot 46128lf00 and a (B)(6) result of (B)(6) was generated. The sample was retested with the original lot and a (B)(6) result of (B)(6) was generated. Reference lab testing was performed with (B)(6) results. There was no report of impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 6c36 that has similar products distributed in the us, list number 1l80 and 4p53. (B)(4). A follow-up report will be submitted when the evaluation is complete.